Event description:
It was reported the device was removed due to infection. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot #: v972782, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the healthcare provider (hcp) had no record of the patient having an infection. The interstim system was replaced because it was malfunctioning. The patient had an appointment with the hcp on (B)(6) 2013 and indicated the interstim had worked initially, but was no longer working. It was stated the patient had been kicked in the back by their grandchildren and had been lifting heavy objects. Communication with the device was not possible with the patient programmer or clinician programmer. Impedances measurements were taken and they indicated there was a fracture. The entire system was replaced on (B)(6) 2013. When they system was removed it was noticed the lead was fractured. The patient was re-implanted with a new system and was doing fine. No further information was reported.